Event description:
This patient was treated with two cypher stents in the mid right coronary artery, but the lesion and procedural details are not known. The patient returned and was treated with two additional stents. Within three weeks, the patient returned and a different vessel was treated. However, an angiogram revealed stent fracture of the two previous cypher stents. It was not noted at the time. Fourteen months later, the patient returned with chest pain and fractures were seen in one of the stents and aneuryms were noted at the fracture site.

Manufacturer narrative:
The patient presented for emergent treatment of restenotic lesion (with two unk cypher stents) in the mid right coronary artery of 35mm in length in a 3.0mm vessel diameter. Direct stenting was conducted with two overlapping cypher stents, a 3.0x33 and a 3.0x8mm cypher at 14 atmospheres (atm). Timi ii flows were recorded pre and post-procedure. Intravascular ultrasound (ivus) was not done. Acts were monitored but not known. Three weeks later, the patient returned with chest pain and angiogram was performed. No interventions were performed. Fourteen months later, the patient returned again with chest pain. Review of the previous angiogram revealed a longitudinal fracture of the 3.0x33mm cypher stent and a 6-8mm separation. An aneurym was noticed at the fractured site and three aneurysms were noted longitudinal to fractured stent. The aneurysms were 1mm in diameter. These products are not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four products used in the patient that were reported.